Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, while the left ventricular (lv) lead was attempted to be implanted, this inner guiding catheter was used to further advance the lead into the mid area. The patient's blood pressure dropped suddenly from 100 to 50. The lv lead and catheter system was removed from the patient and emergency procedures were initiated, including pericardial drainage and a blood transfusion. The implanted right ventricular (rv) lead was capped and the patient was transported to the hospital ward. The physician planned to try the lv lead implantation at a later date; however, four days later the distributor representative reported to boston scientific that the patient died the day of the procedure. The physician suspected a coronary sinus rupture due to manipulation of the inner catheter. No products were planned to be returned.